Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the discharge capacity is inaccurate. There was no reported patient involvement or adverse patient impact.